Manufacturer narrative:
Event: the surgeon implanted a 13.2mm tmicl13.2 lens, -10.50/1.5/048 (sphere/cylinder/axis), into the patient's left eye (os). If follow-up, what type: device evaluation should have been reported in supplemental MDR#1. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. Health professional, occupation: unk. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens,-12.0/1.5/091 (sphere/cylinder/axis) into the patient's eye on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault, and angle closure. No additional information has been provided.

Manufacturer narrative:
Device evaluation : two lenses were returned in liquid, in a specimen cup. Visual inspection found no visible damage to lens. Refer to MDR 2019-01909 for fellow lens. Claim # (B)(4).